Manufacturer narrative:
The reported event of inadequate capture was confirmed. Final analysis found that as received, a partial lead was returned in one-piece measuring 27.4cm. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or patient anatomy was noted at 17.4cm ¿ 18.7cm from the proximal cut end of the lead. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. All other damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.